Event description:
A hi-torque balance middleweight guide wire was first used by the physician in a vein graft to the right coronary artery and it unraveled when it was pulled out after being in a stent. According to the physician, the wire looked intact. The physician did not notify the rn about the guide wire unraveling, so it was not kept for return to the company.during a percutaneous coronary intervention to the circumflex, when pulling a asahi confianza pro 9 guide wire out of the catheter, the wire unraveled inside the body. The tip was intact on the wire and fluoroscopy was done on the entire chest and no part of the wire was remaining. There was no apparent injury to the patient. The patient was pain free and vital signs were stable.